Event description:
It was reported that the cusomer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 468 mg/dl. The customer was treat with bolus and manual injection. The customer was advised that the alarm was cause by set/reservoir occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.